Event description:
Caller states that she received a reading of 434 mg/dl on the device and took 10 units of insulin. She states that she went to the doctor's office an hour later and tested at 157mg/dl on the doctor's device. She states that three hours later she tested again on her device with a result of 372mg/dl and 338mg/dl. She states that at the time she was light headed and jittery. She reports that she ate and took 10 units of insulin after eating. Caller also states that she injects the same amount of insulin every day regardless of the results and that sometimes she does not consume enough food to compensate for the insulin's effect. Quality controls were used and fell outside acceptable ranges. Requested return of suspect device and replacement was sent.